Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The noise was noted to be reproducible. Insulation damage was also observed on the rv lead. The rv lead was capped and replaced on (B)(6) 2026. The patient remained stable before, during and after procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented remotely via merlin.net. Insulation breach on the right ventricular (rv) lead was suspected from reproducible noise but was not confirmed visually.